Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event where tubing was found kinked. No further information was available.